Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report#: 3015967359-2025-99044. Supplemental rationale: corrected data: b5, h6, h11. 31 previously reported events were included in this follow-up record. Product return status: 27 devices were evaluated based on historical data analysis. 4 devices were received. Evaluation findings (results/components): 27 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 1 device: lubrication problem identified, overheating problem identified / device ingredient or reagent. 1 device: wear problem, no device problem found / rod/shaft. 1 device: degradation problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 1 device: wear problem, overheating problem identified / bearings. Product disposition: 27 devices: product not received. 4 devices: scrapped by stryker.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30 2025. This report summarizes 31 events for the failure: overheating of device. 14 events had no health consequences or impact. 17 events had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 31 events were reported for this quarter. Product return status 27 devices were evaluated based on historical data analysis. 4 devices were received. Additional information 31 devices were not reprocessed or reused.

Event description:
This report summarizes 31 events for the failure: overheating of device. - 14 events had no health consequences or impact. - 17 events had problem identified during non-clinical procedure; there was no patient involvement.